Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the haptic broke. The lens was removed with no pt injury, no enlarged incision or sutures. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.